Manufacturer narrative:
Date of event: the event date is approximate. Customer contact information and mailing address were not provided.

Event description:
A consumer alleged that their expert clean power toothbrush exploded in their mouth and caused bleeding in mouth. No property damage was reported.

Manufacturer narrative:
E1: the consumer mailing address were identified and updated. Analysis results: the cause of the customer's complaint could not be determined as no functional fault could be found with the device.

Event description:
This case is now determined to be not reportable. Based on the analysis results: the cause of the customer's complaint could not be determined as no functional fault could be found with the device. It was determined that the device did not malfunction. Additionally, no serious injury or death was reported.

Manufacturer narrative:
This case is determined to be not reportable. No serious injury or death was reported. Analysis results found within MFR report number 3026630-2021-10037-01 concluded that no functional fault could be found with the device. Initial reportability within MFR report number 3026630-2021-10037 can be removed.